Event description:
The customer reported the system high temperature alarm sounded. The fse noted with a temperature error the system would not work. There is no report of pt injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The fuse was replaced during the service call. The system was tested and found to be working as intended and put back into service.